Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd vacutainer® 9nc 0.129m plus blood collection tubes the tube overfilled. Sample was recollected and also overfilled. The following information was provided by the initial reporter: it was reported that the tubes are overfilling. Customer is stating that the tubes are overfilling with sample and when they did a recollection of the sample, it was doing the same thing. The sample is going above the sample line and they are having to discard the samples and recollect them.

Event description:
It was reported that while using bd vacutainer® 9nc 0.129m plus blood collection tubes the tube overfilled. Sample was recollected and also overfilled. The following information was provided by the initial reporter: it was reported that the tubes are overfilling. Customer is stating that the tubes are overfilling with sample and when they did a recollection of the sample, it was doing the same thing. The sample is going above the sample line and they are having to discard the samples and recollect them.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed.the photos do not show the customer¿s failure mode of ¿overfill¿ as the meniscus of fluid is below the shield. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.